Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was not powering up. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway no adverse event resulted from the defective battery charger/modem. The patient was issued a replacement battery charger/modem.

Event description:
An (B)(6) male patient contacted zoll customer support to report that his battery charger was not powering on. The patient was issued a replacement battery charger/modem